Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with motor error followed by no delivery; the customer then changed the infusion set and rewound the pump but received a no delivery alarm during the priming process. The patient's blood glucose at the time of incident was 405 mg/dl, which she attempted to treat with the pump. Troubleshooting was initiated for the no delivery alarm and motor error alarm. The customer was able to prime and rewind with the pump; she was advised that the pump was working as designed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners and cracked battery tube threads.